Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that high difference of sensor readings almost up to 100 points different. Insulin delivery was suspended due to sensor glucose values. No harm requiring medical intervention was reported. The sensor will be returned for analysis.